Manufacturer narrative:
(B)(4).

Event description:
It was reported that externalized conductors were observed during generator change-out. There were no electrical anomalies. Lead was reused. Patient was stable post-procedure.